Event description:
It was reported that during a ptca / stenting treatment procedure, the pt2 light support guidewire fracture resulting in the wire tip being retained in the patient's body. The lesion being treated was a calcified, 90% stenotic, long lesion extending from the proximal to mid left anterior descending (lad) coronary artery astride the 1st diagonal branch (d1) of the lad. The physician used a terumo introducer sheath for vascular access and a bmw guidewire and a 6f launcher ebu guide catheter to cross the lesion. The physician chose to use this pt2 light support guidewire because of its positive transition characteristics as he needed to access the d1 side branch lesion through lad stents struts. The physician delivered the bmw guidewire into the lad with the aid of ivus. Then. The pt2 ls was placed into the d1 for collateral vessel protection because plaque shifting was anticipated.the distal lad lesion was predilated with a maverick2 15/3.0 mm balloon and a cypher 18/3.0 mm stent was deployed at that distal lad lesion site. Cypher 23/3.5 mm was subsequently deployed at the proximal lad lesion site. The pt2 light support guidewire (used to maintain access to the d1) was pulled back, then maneuvered without difficulty back into the the d1 through the stent struts. The maverick2 15/2.5 mm balloon crossed the cypher 23/3.5 mm stent and postdilated the stent. The atlantis sr pro2 was also advanced in order to observe the stent dilatation at the d1 lesion, but it couldn't cross the front of the bifurcation. The bmw guidewire was then pulled into the vicinity of the left main truck (lmt) and the ivus catheter was advanced again, but still could not cross. At that time, the distal tip of the pt2 light support guidewire was noted to be looped on the distal tip of pt2 light support guidewire was noted to be looped on the angiography. The atlantis sr pro2 was removed and the procedure was stopped. A portion of the fractured pt2 light support guidewire was retained in the d1 lesion. The physician elected not to attempt to remove the wire segment because the distal d1 was too narrow. The patient's condition is reported as `stable'.